Manufacturer narrative:
Batch review performed on 02-jun-2023: lot 2103119: (B)(4) items manufactured and released on 26-may-2021. Expiration date: 2026-05-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported case during the period of review.

Event description:
The patient had a primary hip surgery on (B)(6) 2019. On (B)(6) 2021, the patient came in reporting pain due to a loose stem and the cause of the loose stem was unknown. The surgeon revised successfully the medacta stem and head with competitor components and revised the medacta liner with a medacta liner. Presently, on (B)(6) 2023, the patient came in reporting pain due to a dislocation and the cause is unknown. The surgeon revised successfully the cup, liner and compethitor head.